Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and the sensor was properly seated. Visual inspection was performed on the sensor plug, broken snaps were observed. Further investigation was performed and the sensor was de-cased. The pcba (printed circuit board assembly) was inspected and no issues were observed. Therefore, the issue is not confirmed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their freestyle libre 2 sensor "shocked" them. Customer further reports that they feel "static electricity." There was no report of death, serious injury, or mistreatment associated with this event.